Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 402 mg/dl. Customer stated that insulin pump had motor error. They were able to clear the alarm and also were able to rewound the insulin pump. Customer stated that the insulin pump was exposed to ultrasound. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.